Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor was not alarming when she was low. The customer stated she was running low 98mg/dl before bed and in the morning she was 471mg/dl. Now, the customer is over 600mg/dl. Customer treated with insulin shot, 40units. Customer stated the drive support cap is sticking out. Customer declined to continue troubleshooting for high blood glucose. The customer stated the drive support cap is bulging and sticking out a little bit. The customer stated her blood glucose went higher after treating herself. Advised customer the insulin pump will be replaced.

Manufacturer narrative:
The pump passed the operating currents, unexpected restart error test, and displacement test but gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the alarm. The motor was tested outside the device and it passed. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.